Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a normal device follow up. Upon interrogation, it was noted that the patient's right ventricular lead was experiencing oversensing due to noise that was recreated during isometrics, as well as post paced t-wave oversensing. Multiple high ventricular rate episodes were also noted, which seemed to be a result of noise as well. The lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout prior to the procedure.